Event description:
Braun product # 352049 ICU product # b99061 IV port connections are luer locks type-female. Blood pressure monitoring tubing connector is luer lock type-male. Components may easily be connected together.